Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber is broken within the outer flow tubing at open end; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end wall integrity is compromised, and exhibits signs of melting, minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation and excessive bending. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 620,000 joules and 59 minutes "fiber's tip disinserted" was noted. The fiber was exchanged and the same problem was noted at 208,024 joules and 24:40 minutes. The tip of the first fiber was not cleaned during the procedure. It was not reported how the procedure was completed. No harm to the patient was reported. This report is for the first fiber.